Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib disabled". "Defib fault 72". "Pacer fault", "pacer fault 116" and "pacer disabled". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.